Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced one inappropriate shock as a result of oversensing t-waves. It was reported that the patient was hospitalized and device interrogation was performed. It was noted that prior to the patient receiving their s-ICD device, the patient experienced an episode of ventricular fibrillation (vf) which is thought to be a result of underlying patient condition, myocarditis, which was observed on a cardiac magnetic resonance imaging (MRI) scan. The patient was also thought to have coronavirus (covid-19), but a total of three covid-19 tests were taken and all were reported to be negative. The patient is unvaccinated. At this time, an antibody test had not been performed, but the physician may opt to repeat the covid-19 test in the future. Infectious disease was consulted and found the myocarditis was viral in origin. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. The plan is to discuss the findings with the physician and have the patient perform a patient initiated device interrogation in one week. The device system remains in-service. No additional adverse patient effects were reported.